Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. The power on reset occurred on (B)(6) 2016.

Event description:
It was reported that a no reason code power on reset (por) occurred on the implantable cardioverter defibrillator (ICD). It was noted that the diagnostics were gone before the reset and the por settings were found upon interrogation. It was noted that three shocks were delivered just before the por occurred. All of the tachycardia detection and therapies were deactivated on the device with only the vvi pacing active. The ICD remains in use. No patient complications have been reported as a result of this event.